Event description:
The facility alleges the actuator broke while a pt was being transferred, dropping the pt back onto the bed. No injury is alleged.

Manufacturer narrative:
No injury is alleged. The lift was reportedly over the pt's bed when the facility alleges the lift broke and the pt dropped back into the bed. MFR rec'd photos of a broken lift shaft, and the photos were not clear. There is no history of any shaft damage that was observed in the photos. The product has not been returned for evaluation at this time, so it is unk if a malfunction indeed did occur if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.